Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. Analysis of the returned 8709sc catheter found a non-significant indent down in the cup of the sc connector, and a slice cut was found on the sc connector. The non-significant anomalies did not affect infusion.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. During the pump replacement for motor stall, the catheter had to be revised/replaced. It was questioned if the motor stall issue could be related to ¿increased pressure related to catheter issue¿.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8590-1, lot# n194818, implanted: 2009 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the pump had a motor stall and never recovered. It was noted that the actions required as a result of the event were not taken yet but a replacement was scheduled as soon as the healthcare provider could get the patient in. It was reported that the patient¿s pump was being used to infuse baclofen. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that the patient started oral baclofen and had no withdrawal symptoms at the time of report. It was reported later that day the patient had withdrawal. It was noted that the patient¿s pump was interrogated the prior night and a motor stall was occurring. It was reported that the patient heard an alarm the day prior when they were at home. It was noted that the patient had ¿mild¿ withdrawal symptoms reported as high blood pressure and increased stiffness. It was reported that oral baclofen was started right away and a pump replacement was scheduled for the day of report. It was later reported that the motor stall occurred on 2014 (B)(6) at 11:30 am. It was noted that the pump had 31 months until it would have reached elective replacement indicator (eri). It was reported that the patient was not exposed to any MRI, nor any emi that the patient was aware. It was noted that the patient was sent home the day prior after surgery and was doing well. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found a motor gear train anomaly, corrosion and-or wear and-or lubrication. Analysis of the pump found a pump motor gear train anomaly stall due to shaft-bearing. Analysis of the catheter serial number (B)(4) found a non-significant indent in seal that did not affect infusion. Analysis found corrosion and moisture drops on gear wheel 3 and on the bottom side of the inner cover, pump head and motor compartments. Analysis found residue on the upper shaft of gear 2 while in the gear train. Analysis found residue was in the pinion and on the jewel where the upper shaft of gear 2 inserts into the top bridge. Analysis found a non-significant indent down in the cup of the sc connector and a slice cut on the sc connector. Correction: conclusion code - no longer applies.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had an issue with the pump when the patient was in a vehicle where there was vibration or bumps in the road. It would make the patient feel like he got a bunch of medicine. The issue started 2012 and all of 2013. The patient was in and out of the hospital for it and it was almost like having a stroke. Sometimes the event would happen when the patient laid flat in bed. It was like he was getting a whole bunch of medicine. The patient was told the pump and catheter were alright. The patient would go from not getting any medication to getting a whole bunch all at one time. It was noted there was an x-ray done in 2012, but none had been done since then. An x-ray and dye study were being prepared again in (B)(6) 2014 due to the patient having issues before the pump went into alarm on (B)(6) 2014, when the pump completely stalled and restarted. The patient felt like he got no medicine and then got it all at once, and this was why the dye study with cat scan was being done. It was noted the patient knew when he was getting too much baclofen. The first thing was slurry speech, then the patient couldn't walk, and there was no communication like the patient had a stroke. The patient was watching tv and it was like the tv was in a different language. When the event would happen, it might last a day to a day and a half. The patient would then be sick to his stomach, throw up, and have diarrhea the following day and then be okay for a while. It was like the patient didn't get enough and was always having spasms.